Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump was unable to display the verify screen after being exposed to water. The reporter noted evidence of water in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: testing confirmed moisture evident behind display lens. Pump powers to the verify screen with an audible tone, no vibration and multicolored display due to internal moisture damage. Battery compartment crack observed in thread area. No evidence of moisture contamination inside battery compartment. Pump case cracked in upper rh corner of the display area. Leak test shows leak at crack in pump case and battery compartment. Pump case was removed, evidence of moisture contamination identified throughout inside of pump. All investigation steps can not be performed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.